Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary after multiple attempts from the affiliate to retrieve device return information from hospital facility, no information was provided, the device was not returned, therefore device will not be available for a physical evaluation. Non conformance review was performed, no nonconformances were identified for this part(222209)-lot(l374627) number combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
His is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that gryphon br anchor was bent ( in new box) and their healix peek anchor was broken ( in the box). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.